Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05273. It was reported that the clinic received a right ventricular oversensing alert remotely via merlin@.net on (B)(6) 2019. The patient received inappropriate anti-tachycardia pacing and inappropriate high voltage therapy due to the device registering the oversensing as ventricular fibrillation. Observation in clinic revealed that the right ventricular lead was oversensing, low impedance, and intermittent capture. It was suspected that the lead was dislodged. The left ventricular lead exhibited failure to capture and causing visible pocket stimulation. It was also suspected that the left ventricular lead was dislodged. Programming changes were made to turn off the left ventricular lead and programmed the device to not have pacing. The patient was in stable condition and would be monitored.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
New information received on april 26, 2019 indicating that the patient presented for procedure on (B)(6) 2019. Both the right ventricular and left ventricular leads were explanted and replaced.

Event description:
New information received on may 29, 2019 indicating that the leads were dislodged due to twiddler's syndrome. The patient was stable throughout the procedure.